Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited episodes of noise and the insulation was found to be damaged. The atrial lead was capped and replaced on 03 sep 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the atrial lead exhibited inappropriate mode switch due to noise oversensing.